Event description:
It was reported that the patient presented remotely via merlin. Net transmission. Analysis of the transmission showed that the implantable cardiac monitor (icm) exhibited undersensing and false pause episode due to loss of contact. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.